Event description:
Reportedly, the smartview connect sent 112 follow-ups between 12 april 2023 and 30 april 2023, which resulted in the deactivation of the bluetooth function on the associated pacemaker s/n (B)(6).

Manufacturer narrative:
Pleaser refer to the attached analysis report. Analysis synthesis: - analysis of the extracted expertise files confirmed the reported issue: 93 remote reports were sent to the back office by the subject smartview connect between 12 april 2023 and 30 april 2023. - in-depth analysis revealed that some scheduled remote follow-ups were missed between 31 march 2023 and 10 april 2023. In addition, the physician scheduled a remote follow-up for 11 april 2023. When the remote transmission was made on 11 april 2023, the status of the last missed follow-up was not updated due to a software anomaly in the back office. - as a result, the back office sent back incorrect dates to the smartview connect, which therefore sent follow-ups indefinitely. - after 50 minutes of cumulated bluetooth communication, the associated pacemaker triggered a software protection which deactivated the bluetooth feature, as per specifications. - it should be noted that a correction of this software issue has been deployed since the observed event occurred.